Event description:
The customer reported sparks in the power cable and now the csm will not turn on. There was no reported patient involvement or injury. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The device was received at hillrom service centre where it was inspected. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. From investigation of the power supply, the reported problem has been verified. Device failed functional check. The problem was caused by a defective power cord due to ageing. Observations showed some black discoloration due to aging and residue from the sparking. The power cord was replaced. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. If these burns were to occur, they would generally not be considered serious and would heal without further medical intervention. Additionally, if a device were to get hot to touch, spark, have burn marks or burned components a trained clinician would not use the device and remove it from the patient's environment. Although the reported event did not result in a serious injury, the report of a spark of the device's power cable could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Manufacturer narrative:
Hillrom is awaiting the return of the device for a thorough analysis. Hillrom will submit a final report with investigation conclusion on this incident.

Event description:
The customer reported sparks in the power cable and now the csm will not turn on. There was no reported patient involvement or injury. This report was filed in our complaint handling system as complaint # (B)(4).